Event description:
Pt presented to ed with l leg and foot pain and per protocol, IV access was performed. A 20 gauge angiocath was inserted in the pt's antecubital area and saline lock was placed. Md ordered a CT angiogram with IV contrast. CT technologist began using a power injector to insert the IV contrast (isovue). The injector was connected to the extension set. The tubing of the extension set ruptured during the process of administration of contrast. Staff immediately intervened and there was no injury to the pt. Investigation (telephone call to company rep) revealed that this saline lock is not recommended for use with power injectors because it can't withstand 300 psi. Individual packaging reads, "before using, confirm compatibility and flow with connecting device. See insert." The insert (product compatibility notice" in one insert in a box of...)